Event description:
Following the placement of the hearing aid processor into the "titanlum" sound conducting tube the pt developed a staph infection. The processor was removed, antibiotics were administered and the infection cleared up. The processor was again placed into the sound conducting tube and the pt again developed a staph infection. The tube was removed, antibiotics administered and the infection cleared up. A new processor was placed into the sound conducting tube with no problem resulting.